Manufacturer narrative:
The getinge service territory manager (stm) scheduled to investigated the battery issue, reported that no service was needed. The stm spoke with the biomed over the phone and was informed that the pump was not seated properly in the cart. Once the pump was re-seated, the batteries began charging. No service was needed and biomed placed the iabp back into service. The stm closed the service order out as the customer put the machine back into service with no repair. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery issues. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery issues. There was no patient involvement, and no adverse event reported.